Event description:
Alaris smartsite gravity blood set with an in-line hand operated pressure pump separates at the distal end of the pressure pump. We have had at least 3 occasions of separation of this tubing, causing human blood to be spilled, exposing the pt and staff to the spilled product.